Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 79mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked case on the lcd display window corners, scratched screen, cracked reservoir tube lip, and missing end cap sticker.